Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft limb was planned to be implanted in a patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. It was reported that during the index procedure air in the delivery system could not be removed and the physician decided to remove the device and replace with another device as it was believed that it was too risky to implant. As per the physician the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.